Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor oer-elites had broken a2 (dark blue) and b1 (light blue) connectors in the basin. The issue occurred during reprocessing for an unspecified diagnostic procedure. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the issue was caused by a faulty connector. The cause of the faulty connector was attributed to physical stress. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: chapter 5 inspection and preparation before use. 5.6 inspecting the connectors. ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.¿. Olympus will continue to monitor field performance for this device.